Manufacturer narrative:
Zimmer biomet (B)(4). PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that during implant surgery, doctor could not disengage the mount from the implant leading to implant removal. The procedure was completed with another implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one tapered screw-vent implant (tsvwb13) and mount were returned for investigation. Visual evaluation of the as returned products identified that they were engaged and there was bone residue around the external threads due to usage. Functional testing was performed to disengage the products. They couldn¿t release from each other and were determined to be stuck. Device history record (DHR) review for the lot (1234963) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1234963) for similar events (complaint category keywords: does not disengage/release) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.